Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1177, awareness date 08-oct-2015). It refers to a female consumer of (B)(6) in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2006. In (B)(6) 2006, three months after, she had hysterosalpingogram (reported as hsp) performed and coils were in the right place and tubes closed. Consumer reported that after essure she had severe long and heavy menstrual cycles along with constant pelvic pain. She started to get headaches regularly which worsened as the years went by. She also started with vertigo an needed blood pressure medicines because of high blood pressure. She gained about 40lbs, developed hives and had to take regular allergy medicines, she was allergic to nickel, her health declined and she never felt well, she was always extremely fatigued, she had back pain, joint pain and muscle pain. This caused emotional stress, worsening depression and anxiety. Her intimacy with her husband was affected. In (B)(6) 2014, she had an ablation due to the severe long and heavy menstrual cycles, but after a few months her periods started getting heavier and longer again. In (B)(6) 2015, she had a hysterectomy performed and was told she had adenomyosis. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe long and heavy menstrual cycles. She had na ablation performed due to this event. A hysterectomy was performed. This event was considered serious due to its medical importance and listed in the reference safety information for essure. Given its nature and considering that menses pattern changes may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Product technical analysis was performed with neither batch number nor complaint sample. According to results, there is no relationship between the reported medical event(s) and quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received on 03-may-2016: this case became legal. Information received through legal claim states that plaintiff had essure implanted on or about (B)(6) 2006. As a result of essure, she suffered from severe pelvic pain, tingling of extremities, extreme menstrual changes, migraines and hives. On or about (B)(6) 2015; plaintiff had to have a hysterectomy. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe long and heavy menstrual cycles. She had an ablation performed due to this event. A hysterectomy was performed. According to additional information received, this case became legal. This event was considered serious due to its medical importance and listed in the reference safety information for essure. Given its nature and considering that menses pattern changes may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Product technical analysis was performed with neither batch number nor complaint sample. According to results, there is no relationship between the reported medical event(s) and quality defect. Further information will be obtained through litigation process.